Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted (B)(6) 2005; 6943-65 lead, implanted (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead had an impedance warning. The lead was noted to have a slow decrease in impedance and a very slow increase in thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope. The clinic indicated that the patient had followed up in hospital and inappropriate shock was also noted with the right ventricular (rv) lead. No intervention was done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial lead had low bipolar pacing impedance.